Manufacturer narrative:
A united states (us) customer reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained for one patient sample when processed on an advia centaur cp analyzer. Quality control (qc) recovered within the laboratory established ranges prior to patient sample testing. A siemens customer service engineer (cse) was dispatched to the customer's site and performed a total service visit. During the visit, the cse inspected the analyzer, reviewed data and error log and checked for leak, dark count, aspirate and dispense. Subsequently, the cse replaced the sample probe, sample syringe, and wash 1 pump and primed the analyzer. The cse performed precision study with patient samples and ran quality control (qc) which recovered acceptably. Return of the patient samples for further investigation is not warranted because the discordant results were not reproducible. Following this routine troubleshooting intervention, the issue was resolved although a specific cause for this event was unable to be determined. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated total hcg (thcg) result was obtained on one patient sample when processed on an advia centaur cp analyzer, serial number (s/n): (B)(6). The initial elevated result was reported to the physician. The elevated was questioned by the physician since the patient was not expected to be pregnant. The same sample was then reprocessed on the original and an alternate analyzer (advia centaur xpt) which produced lower results. The lower results were considered correct and the lower result obtained on the alternate analyzer was issued on the corrected report to the physician. Additionally, the patient was also tested for a urine hcg which obtained a negative result. There are no known reports of patient intervention or adverse health consequences due to the elevated thcg result.